Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm 20 occurred during the load sequence. The customer's blood glucose level ranged from 180-181 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.